Manufacturer narrative:
No sample information was provided. The customer claimed qc was within the established ranges. The customer was sent another lot of reagent (lot m103174); failure mode appears to be the calibration of the reagent lot, m012376. The related events at this customer site are reported in below listed mdrs: 2050012-2012-00037; 2050012-2012-00038.

Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated rheumatoid factor (rf) results were generated by immage 800 immunochemistry system on (B)(6) 2011. Immage rheumatoid factor reagent lot m012376 was used for the assays. The erroneous results were not reported out of the laboratory. Repeat testing after recalibration with the same lot of rf reagent produced results within the normal reference range, below 20 iu/ml. Repeat testing results were not provided. There was no report of effect to patient treatment. This report documents the event on (B)(6) 2011 when three (3) erroneously elevated results were generated. Immage 800 immunochemistry system: catalogue number - a15445, serial number - (B)(4), date of manufacture - 08/18/2005. Product code - jqx, nephelometer, for clinical use. 510(k) number - k962294.